Event description:
It was reported to boston scientific on (B)(6)2010 that while using the chilli ii catheter the customer experience the following: "a couple weeks ago, the physician said that he gotten a blood clot toward the end of the ablation procedure. They had performed 99 ablations and completed successfully with the device. The doctor felt the impedance was kind of high, but there was no charring on the end of the catheter."

Manufacturer narrative:
We were unable to confirm any catheter malfunction that may have caused or contributed to the observed blood clot complaint because the catheter was not returned for analysis. DHR review could not be performed because the batch number was not reported and the product was not returned for analysis. Ship history review also revealed that no shipments were made to this customer in the six months that preceded the complaint procedure. Thrombosis, which is the formation, presence, or development of a thrombus (blood clot), is anticipated for this type of procedure and is identified in the chilli ii directions for use as a potential adverse event associated with catheterization and ablation procedures. There are many factors that can influence the formation or presence of thrombus, which includes the chilli ii catheter contacting other devices during ablation, a damaged catheter, the procedure dislodges existing thrombus, or the patient was not adequately anticoagulated. There was no catheter damage and no charring on the end of the catheter reported, therefore there is no information that suggests a catheter malfunction caused or contributed to the observed blood clot. The chilli ii directions for use also contains the following warning statement for the user: "ablation in contact with any other electrodes alters the function of the catheter and can lead to thrombus, coagulum, or char formation." The observed thrombosis in this complaint is considered to be at a moderate severity level because the thrombus was not observed until the end of the procedure, there was no charring on the catheter, and the thrombus was reversible since the additional information reported that tissue plasminogen activator (tpa) was administered to dissolve the thrombus. The patient was also reported as being ok after the procedure. The event description also identified a high impedance issue during the procedure. Improper ground pad location or poor application can lead to high impedance errors. High impedance issues may also be caused by insufficient tissue contact during ablation. This is a minor performance issue and would not have contributed to the blood clot observation. Device was disposed.